Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion has built up and the paint was peeling on the cupola and spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion has built up and the paint was peeling on the cupola and spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, customer received quote for the repair of the affected surgical light. It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping and rust occurrence, which contributed to the event. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issues revealed that there was one event which lead to serious injury due to occurrence of paint chipping. This event was the first one assesed as serious injury in the last 5 years among 197 other customer product complaints registered for the same issue on powerled and hled surgical lights. There were no injuries to a user nor to a patient or operator when malfunction with regards to rust occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping and rust occurrence is moderate. As stated by the subject matter expert, peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of condensate water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. (IFU 01581 en 09, pages 17-18, 20-21, 35) to reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device (technical manual 01582en08, page 254). The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. (IFU 01581 en 09, page 18) we believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).